Event description:
It was reported that the patient underwent a fusion procedure at l4 using rhbmp-2/acs in (B)(6) 2004. Following the surgery, patient's pain became worse and in addition patient experienced a loss of flexibility. In (B)(6) 2009, patient underwent a fusion procedure to place reinforcement screws at l5 using rhbmp-2/acs. Post-op period, patient experienced new pain in the legs, hips, and knees, as well as a loss of flexibility. Patient now experiences pain in his lower back, mid back, legs, knees, and hips.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.